Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. In addition, it was reported that the customer experienced an elevated blood glucose (bg) level of 630 mg/dl. The cause of the high bg was unknown. Customer delivered a correction bolus to address high bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.